Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet insulin pump was unintentionally washed in a washing machine while in a pocket, after which the device showed no visible damage but exhibited faster battery depletion, with charge dropping to approximately half within several hours off the charger; the issue is consistent with a premature battery discharge affecting the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with a premature discharge of the battery, traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.